Event description:
It was reported that the patient underwent a hammock sling procedure in 2009. During the procedure, the thumb piece and wire came off. The device was retrieved. An obturator sling was used to successfully complete the procedure.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00026. The same patient is represented in each medwatch.